Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the stimulation was acting strange. The patient mentioned they fell the other day, but the strange stimulation was already happening. The patient stated they had no falls or trauma at the time of therapy change. The symptoms were considered sudden. The patient said that stimulation cuts out, and then it super charges meaning that the stimulation goes off the wall and super stimulates. The patient said that stimulation was too strong, and they turned stimulation down to almost 0. Now, stimulation is turned off. The patient was directed to follow up with their healthcare provider (hcp) to have stimulation adjusted. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider who responded from a follow up letter sent to them. The health care provider reported it was unclear of what the cause was with the battery not staying charged. Health care provider reported patient's battery was not replaced but issues have been resolved. Patient's device was not explanted but reprogrammed. Patient's device is working "fair". It was reported the patient's weight at time of event was (B)(6). Additional information was received from the patient regarding follow up letter sent to them. The patient reported that the circumstances that led to the implant battery not staying charged and "strange" stimulation was because the battery was about 6-7 years old. The had a change in movement, tossing and turning in pain at night that may have caused electric "zaps" and sometimes movement in certain positions during the day like stretching and reaching. The patient indicated that in the beginning they kept charge as programmed but now it's starting to do the same if turned midway or above. The patient was advised to keep setting lower and steady setting which helps but still has occasional spikes and changes in settings on its own. Patient's weight at the time of event was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that around (B)(6) of 2017 the patient's battery was "going out" and would not stay charged all the way. It was replaced on (B)(6) 2018. No further complications were reported or anticipated.